Manufacturer narrative:
Device evaluation: the cartridge was not returned but the insulin infusion pump device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the pump history from the time of the event was no available due to continued patient use. A review of the pump black box for the available date range showed that loss of prime warnings had occurred associated with low, non-zero force. A force sensor calibration test was performed and found that the pump was detecting the correct force. The pump was exercised for 24 hours without loss of prime warnings occurring. A flow accuracy test was performed and confirmed that the pump was delivering within required specifications. Suspect medical device information updated to reflect that the insulin pump was returned and evaluated related to the complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 32mmol/l with slight ketones related to a loss of prime alarm that occurred during the night. The reporter indicated that the alarm was not noticed during sleep and resulted in high blood glucose levels upon waking. The reporter indicated that there were no alarms related to loss of prime and there was no power loss to the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged loss of prime warning issue.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.